Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, d.6b, h.6.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified, opening on posterior, crease flat and red particles inner the device. Leak test and microscopic analysis was performed which identified, striated opening on posterior and crack opening on valve. Based on the device analysis, the final assessment is: a striated opening assessed, as surgical damage. A cracked valve seat diaphragm valve.

Event description:
Healthcare professional reported, left side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device remains implanted.